Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead had dislodged, as confirmed by chest x-ray. The physician attributed the dislodgement to twiddler-like activity. It was noted that the patient is pacemaker dependent and is not enrolled in remote monitoring. The plan for this patient was unknown at the time of reporting. No adverse patient effects were reported. This ra lead remains in service.